Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via review of the submitted log files. The controller event log file revealed no external power alarms on (B)(6) 2025 from 00:44:54 - 00:48:07, 00:48:14 - 00:48:28, 00:49:24 - 00:49:27, and 00:49:30 - 00:49:57. The alarms were associated with both the relative state of charge (rsoc) and bus voltages dropping below alarming thresholds. The alarms cleared when the rsoc and bus voltages restored to typical values. During these events the backup battery functioned as intended and supported the system without interruption to pump function. There were no other notable events captured in the reviewed duration. The mobile power unit (mpu) (serial: (B)(6) was returned to the pleasanton service depot, the reported event was unable to be reproduced. The unit was connected to a mock circulatory loop for several days without any atypical events or alarms. The unit was then forwarded to product performance engineering for further analysis. The unit was connected to a mock circulatory loop for an extended duration without any issues or alarms. While connected to a mock loop, the patient cable was physically manipulated in attempt to reproduce the reported no external power alarms. The alarms were not reproduced and the unit supported the pump without issue. The patient cable was disconnected from the unit and then underwent insulation testing in attempt to detect any shorts. Insulation testing revealed an intermittent short to the shield on both positive power lines when manipulating the patient cable. The patient cable was then stripped to visually inspect the underlying wires. Breaches in the insulation on both the yellow and orange wires were observed. The observed short to shield on both positive power lines is consistent with the reported event of no external power alarms. No further troubleshooting was performed. Provided information indicated that the mpu did have a v-lock connector on the ac power cord, the power cord did not come loose from the wall outlet or the back of the unit, there were no environmental circumstances that would have affected ac power at the time of the event, and that the unit was removed from service. The observed breaches to the insulation of both positive power lines is consistent with the reported event of no external power alarms. However, as the reported event was not reproduced, the root cause could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. A) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. B) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a loss of ac power while connected to mobile power unit (mpu) power. This occurred around 0:45 on (B)(6) 2025. Approximately 5 minutes later, the patient switched to battery power. Log files were sent for review, and no external power events were recorded on (B)(6) 2025 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The backup battery was used to support to system during these events. Motor function was not affected by this event. Additional information provided that the power lamp of the mpu was turned off and the wrench lamp was flashing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu had a v lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or the back of the unit. There were no environmental circumstances that could have affected ac power at the time of the event. The mpu was removed from service and would return.